Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. Where it was reported during infusion the fluid stopped dripping. There was patient involvement and unknown patient harm.